Event description:
Litigation papers allege the bilateral patient suffered symptoms including, but not limited to pain, soreness and difficulty walking. Doi: 2010 - no reported revision. Patient is resident of (B)(6). Update: medical records were received. Medical records indicate left side was revised (B)(6 )2012 and heterotopic ossification was noted in records. There is no new information that would change the outcome of the investigation. Dor: (B)(6) 2012 (left hip). Update plaintiffs fact sheet form was received which identified part/lot information. There is no new information that changes the outcome of this investigation. Update: - patients operative records were received. Records indicate the patient was revised to address a failed total hip replacement. The femoral head the acetabular cup were revised. (Right hip).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.